Event description:
During the cool down period of a cardiac stress test, the physiologic monitor stopped functioning, losing all test data and eliminating the ability to continue monitoring the patient's status. This is the fourth time that this has happened in recent months on three different stress test machines at two different facilities. At least a couple of times the problem has been noted to occur when the ECG f11 option is selected with the mouse during the bruce protocol.======================manufacturer response for stress exercise system, x-scribe (per site reporter).======================no response as yet.